Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. The available tripped trend reports were reviewed for precision strips and read-30 for the last year. The review did not identify any trends that would indicate any product related issues related to this complaint. The available tripped trend reports were reviewed for libre reader and read-30 for the last year. The review identified a tripped trend for this perception code. This tripped trend was addressed in the tracking and trending review process. The review concluded that the tripped trend was not correlated with any identified product related issue. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via social media that they experienced an unspecified reading issue with the adc device. The customer indicated receiving "false readings" and needing to go to the hospital due to the reported issue. No additional information was provided. There was no report of death or permanent injury associated with this event.